Event description:
Doctor was burned on the leg due to leaning on the aquamantys 6.0 bipolar sealer which caused the device to activate. The severity of the burn is unknown but the burn did not require any further treatment.

Manufacturer narrative:
Device involved in the incident was not returned for evaluation; therefore, no conclusion can be drawn between the incident and the aquamantys 6.0 bipolar sealer. This MDR was identified as a result of complaint handling and medical device reporting procedure/process updates triggered via acquisition by medtronic.